Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate adapter. Additionally, it was reported that the battery gauge was observed to be fluctuating. Reportedly customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 169 mg/dl.